Manufacturer narrative:
Sc-2316-50e, sn: (B)(4). Device evaluation indicated that the visual inspection revealed that the lead was cleanly cut into two pieces approximately 27.5 cm from the distal end of the lead and the proximal section of the lead was not returned. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Sc-2316-50e, sn: (B)(4). Device evaluation indicated that the complaint was confirmed. Visual inspection revealed that the top two electrodes are separated from the distal end and both electrodes were not returned. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables didn't break at or near the welds. These observations suggest that there were no issues during the welding process in manufacturing. Review of the device history record revealed no anomalies. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array. Additionally, the lead body was cleanly cut and the proximal section of the lead was not returned. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that during a lead pull, the physician had difficulty pulling the trial leads out. The leads slid out and the contacts were pulled off the lead. X-ray was taken and revealed that the contacts were under the patients skin. The dislodged contacts will be taken out by the physician at the time the patient will undergo an implant procedure.

Manufacturer narrative:
Model number / catalog number: sc-2316-50e, serial number: (B)(4), batch / lot number: 5149175, model / catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during a lead pull, the physician had difficulty pulling the trial leads out. The leads slid out and the contacts were pulled off the lead. X-ray was taken and revealed that the contacts were under the patients skin. The dislodged contacts will be taken out by the physician at the time the patient will undergo an implant procedure.